Event description:
This procedure was performed in (B)(6). The physician used a protege rx 7 x 30 stent along with embolic protection. The filter was deployed and the physician then advanced the protege rx through a 7f guiding catheter. Before the physician could deploy the stent at the site of stenosis the stent began to deploy and the stent was pulled into the iliac artery. The stent was deployed in the iliac artery. The target area was the carotid, but the protege rx was not deployed there. The physician implanted a different stent in the carotid.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.